Event description:
It was reported that during an laparoscopic gastric bypass procedure, tried to use the clip applier and it would not work. Unknown if there were any firing issues. There were no adverse consequences for the patient.

Manufacturer narrative:
Pc-001296036. Date sent: 4/6/2023. D4: batch # w7040g. Maude report number: #: (B)(4). Additional information was requested and the following was obtained: "please clarify how the ¿the clip applier and it would not work¿. Did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? If other, please specify. "Sorry for the delayed response. I do not have additional information to those questions at this time. I will attempt to speak with the surgeon later this week when he is operating." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated and 10 clips were found inside the clip track. A possible cause for the condition of the found malformed clip and the separation of the feedbar connectors is actuating the device when the jaws are not clear from the trocar. Actuating the device with the jaws closed may cause the malformed clip and the force applied to the trigger while the jaws were closed may have cause the separation of the feedbar connectors . Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.